Event description:
The medications used within the system were dilaudid, bupivacaine, and clonidine. No symptoms were reported.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a motor feedthru anomaly; a shorting across the insulator.